Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: robotic procedure? No. New user or experienced user? If experienced ¿ another device? Used once before. Ethicon associate (sales rep) present? No. In relation to needle, what is the approximate location of suture breakage? Towards end of suture line, so far from needle. Any sample available to return for evaluation? No. It is stated in the report "there has been a few incidents of this happening recently" can you confirm the total number of patient events/procedures where this issue occurred? This was based anecdotally from our suture specialist, who mentioned that the wound closure product manager had heard of these happening recently. Please contact her for more information if required.

Event description:
It was reported that the patient a laparoscopic myomectomy procedure on (B)(6) 2017 and the barbed suture was used. During the procedure, the barbed suture snapped towards the end of suture line, so far from the needle. Other suture was used to finish the closure and there was no adverse patient consequence reported.

Manufacturer narrative:
Date sent to the FDA: 04/21/2017. Corrected information: a review of the batch manufacturing records was not conducted yet. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at the later date, a supplemental medwatch will be sent. The lot number kklq397 is an invalid batch number. Can you clarify the lot number with your customer?

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.